Event description:
Both motors still move a little when the brake is engaged on a steep hill or with a lot of force.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.